Event description:
It was reported that the lead exhibited slowly rising impedances to high levels, and the lead integrity alert (lia) triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.